Event description:
The patient received an alert for high pacing lead impedance. All other measurements were normal. At a subsequent follow-up, another alert for high pacing lead impedance was observed. The physician opted to continue monitoring the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that device has continued to exhibit high, out of range pacing lead impedance. A header connection issue was suspected. Device was explanted.